Event description:
It was reported that during meniscus surgery, after t1 was deployed, the needle couldn't bounce back, resulting in t2 non-deployment. T1 was removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after t1 was deployed, the needle couldn't bounce back, resulting in t2 non-deployment.¿ t1 was returned separated from the delivery needle track. T2 and balance of suture were still in the track. The delivery needle does not show any damage. The device cycled and actuated as expected. T2 was deployed successfully. The device had been cycled once previously. Inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. No root cause related to the manufacture of the device was confirmed.